Event description:
The procedure was a left arm fistula stenting. The protege everflex stent did not completely expand after predilation. After deployment, the tip of the delivery system was noticed floating proximally in the arm. There was no resistance felt during deployment or pulling back on the device. A second stent was used to pin the tip up on the wall of the vessel. A third stent was used to stent the original stent that was not fully expanded. A wall stent was used to expand the protégé everflex. No additional complications noted.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.